Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported multiple occlusion alarms occurred. The customer performed a supply change to address the occlusion alarm. The customer's blood glucose (bg) level was 79 mg/dl. Reportedly, the customer was using apidra insulin in their cartridge that had been in use for 3 days. Tandem technical support (cts) educated the customer in regards to apidra insulin being contraindicated to be used with the pump. Due to the occlusion alarms the customer placed the pump in storage mode. Cts assisted the customer in turning their pump back on. Due to being off the pump, the customer experienced bg levels ranging from 433-465 mg/dl and ketones. A manual injection was administered and a correction bolus via the pump was delivered to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.